Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating an error "does not release defibrillation¿. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer was provided the quote for the replacement capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ shows an error and does not release defibrillation. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.